Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, february 26, 2024, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the cabinet had windows updates, which caused the device to reboot. A technical support specialist (tss) verified that windows performed an update and instructed the customer to wait until the cabinet finished the updates before allowing the user to continue the cycle count. The tss confirmed that the user was able to sign back in successfully afterward. The customer waited for a witness to continue and complete the cycle count. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user stated that the cabinet shut off while they were performing a cycle count. However, there were no delays or adverse events or injuries reported based on this event.